Event description:
A zoll distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. Multiple counting contributed to the false detections. The patient was reported to be conscious, alone, and using the bathroom at the time of the event. The response buttons were pressed intermittently during the event but not immediately prior to the treatments. The patient ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient ended use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 09/2014 - initial use. Electrode belt (B)(4): 05/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) ((B)(6) per patient-month with (B)(6) confidence). (B)(6).